Event description:
Caller states, the pt tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. Pt received unk treatment based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.